Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the for the observable sparks between the foot section and the actuators also the complaint of intermittent power was confirmed due to the head and foot sections not raising when both actuators were connected to the circuit. This is due to the short circuits within the actuators. Complaint was confirmed. The underlying cause is short circuits within the actuators. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
The return fields in oracle state: beds, mattresses, rails. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the for the observable sparks between the foot section and the actuators also the complaint of intermittent power was confirmed due to the head and foot sections not raising when both actuators were connected to the circuit. This is due to the short circuits within the actuators. The bed works intermittently, jerks when the bed is raising, and the head and foot motors would start sparking.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The bed works intermittently, jerks when the bed is raising, and the head and foot motors would start sparking.